Event description:
It was reported the patient was not experiencing any pain and was doing fine since the explant.

Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. The ins can is sealed and no visible signs of leakage were observed. X-rays revealed no battery case anomaly. A connector block electrical leakage test was performed to test for electrically conductive paths from the connector module area of the ins. Known good leads were connected to the ins and the can was submerged in a jar of 0.9% saline solution, placed in a body temperature chamber, and soaked for over 24 hours. A low impedance was observed from circuit #1 to an indifferent electrode; indicating an electrically conductive path from the connector module area of the ins. The electrically conductive path is due to a cut in the access hole adhesive. Absence of blood and or body fluid inside the cut in the access hole adhesive suggests explant damage. Nothing leaked into or out of the ins can while in the saline solution. A lab functional test showed normal function of the battery and hybrid circuit. Final device analysis of the extensions revealed the following: no significant anomalies found. The extensions were cut through or segmented.

Event description:
It was reported that the patient experienced "burning" at the implantable neurostimulator (ins) site. The burning sensation was reported to have occurred whether the device was on or off. It was further reported the patient "went to the emergency room twice" during the weekend of (B)(6) for "continued burning" at the battery site. It was stated that the "patient wanted the device explanted." Additional information stated the patient experienced "a burning sensation under/below their ins." It was further reported the patient had experienced the burning sensation for "about 3-4 months" prior to report. It was also stated, the sensation was "worse when it (the ins) was on" and "a little better" while the ins was off. It was noted the patient was receiving "good therapy relief." Impedance testing revealed "fine" impedances. Further additional information stated the patient reported the burning sensation at the ins site felt like the "battery was leaking." It was noted that the battery depletion was not normal. It was also noted the patient was not injured and "recovered without sequela." The device was reported to have been explanted "at the patient's request." The patient was noted to have continued to experience "discomfort at the site" following the device removal. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 286830001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 365560, lot# n287308, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.